Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified material separation, deformation due to compressive stress and wear issues as a complete circumferential break was noted approximately 1.5cm from the distal end of the cath-lock. Both the proximal and distal edges of the complete circumferential break were noted to be jagged in one region and rounded in another. The surface of the complete circumferential break was smooth in one region but granular in another. Further during functional evaluation both the catheter segment and the port body were patent to infusion and aspiration without issue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and ten months post port placement, the catheter was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately one year and ten months post port placement, the catheter was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.